Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that intra-op, the image from the metrx was "foggy" at the beginning of the surgery. Surgeon complained that he experienced "too many product problems". The product came in contact with the patient. The patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.